Event description:
The customer received a blood glucose reading of 501 mg/dl on the contour next usb, retested on a different meter and the reading was 190 mg/dl. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.